Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the two devices were each returned in original packaging with the batch number of the complaint on the labels. Device one, the t1, t2, and suture were not returned. The variable depth straw has been trimmed. Bio debris is present. Device two, the t1, t2, and suture were returned on the device. The t1 is at the tip of the needle and the t2 is still in place under the green depth straw. The variable depth straw was not returned. Bio debris is present. A functional evaluation could not be performed for device one because both implants have already been deployed. A functional evaluation of device two, using a simulation meniscus, showed the t1 and t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscal repair t2 of two(2) fast-fix could not be deployed. T1 was successfully removed with tweezers. The procedure was successfully completed using a back up device with a delay of less than 30 minutes. No further complications were reported.